Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section a2 for patient age, a3 for patient sex, b4 for report submission date, b6 to report device evaluation results and b7 for other relevant history. Updated d10 for device return date, g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. This report is submitted late and is captured within CAPA-1374.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.